Event description:
It was reported that during the attempted implant of this right atrial (ra) lead, a non-specific product performance anomaly occurred. The physician decided to finish the procedure with another lead. It is unknown if this lead will return for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field b5: describe event or problem correction to field h6: device codes.

Event description:
It was reported that during the attempted implant of this right atrial (ra) lead, the helix would not be able to be retracted reliably. The physician decided to finish the procedure with another lead. It is unknown if this lead will return for analysis. No additional adverse patient effects were reported.